Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.50x15mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to cross. Therefore, the sds was removed from the anatomy and the shaft was noted to be separated. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material separation was not confirmed. Here was a tear at the location of the guide wire exit notch. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A conclusive cause for the reported difficulties could not be determined. As the reported material separation was not confirmed during return analysis testing, it is possible the account may have thought the observed tear located at the guide wire exit notch may have been the reported separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h10: the device was returned for analysis.